Event description:
Complainant alleged that during the incoming inspection of the device, it intermittently did not display an "ECG lead off" message when lead 1 was disconnected. The complaninant indicated that there was no patient involvement in the reported malfunction.